Event description:
A medtronic representative reported that while in a spinal fusion surgery, the surgeon was inaccurate 1cm toward the patient's head in one location. An ap/lateral and 3d spin were taken with an o-arm. During the surgery, the reference frame on perc pin moved (rotated up and down). After noting the movement, the surgeon repositioned the frame, and verified accuracy. However, two screws already placed, were found to be inaccurately placed and were repositioned after replacing the o-arm with two c-arms. The surgeon then discontinued navigation. Surgery was completed as mast under fluoro guidance with two c-arms. There was no impact on patient outcome.

Manufacturer narrative:
Correction: adverse event inadvertently left unchecked on the initial MDR. Additional clarification: as previously reported, the root cause was that the reference frame moved. This is a user technique issue and not related to product function. Users are instructed to periodically check accuracy, and there are warnings in the IFU with respect to the reference frame movement and its affect on accuracy.

Manufacturer narrative:
Medtronic software engineer investigating this event finds there was no failure of the medtronic product. Per case description, it was confirmed that the patient to frame relationship was changed during the procedure. When this relationship changes it is generally not possible for the software to alert the surgeon to the change as the system has no way of determining whether the spine and reference frame move together or independently.